Event description:
As reported by the sales rep per the user facility: overinfusion. Date of incident: (B)(6) 2011 in the a.m. In the cath lab. Nurse was in the room at the time. While programming the pump for 21ml/hr and the dose was gone quickly. Medication information not available. Customer, reported that there was an incident but no details were available from nurse that witnessed this overinfusion. No patient injury reported. Additional information provided by the facility indicated the nurse programmed the pump to run at 21ml/hr. While still in the room doing other things she noted the bag emptied quickly. It is believed the medication ran at 520ml/hr. The medication running was angiomax (bivalirudin). The patient suffered no adverse sequela associated with the incident.

Manufacturer narrative:
The pump was returned to be evaluated. No visual manufacturing abnormalities were noted. B.braun completed an evaluation of this pump per the procedure for complaint returns. A volumetrics accuracy test was performed three times. The volumetrics checked within specification. The log review showed the angiomax set up on (B)(6) 2011 at 10:08:59 ((B)(4)). A bolus of 800.0ml was set, which would have infused no more than 2.2ml during a maximum run of 10 seconds. The user then set the dose rate to 21.0 mg, which automatically calculated the rate of infusion to be 558.60ml/hr. There was an immediate dosage overrule message. The infusion started 34 seconds later. The infusion ran for 5 minutes before giving an air bubble alarm. The volume infused was 44.64 ml, or 95.9% of the theoretical volume expected. The user confirmed the air bubble alarm and then changed the dose rate to 0.789mg, which calculated the rate to be 21.00ml/hr. ((B)(4)) the user then cycled through various screens, checking the battery life, software version, tubing and type of therapy multiple times. There was one more infusion at 12:03:10 ((B)(4)). The infusion ran for 12 minutes, with a volume infused of 4.19ml, or 99.8% of the expected volume. The pump was not used again until (B)(6) 2011. The pump met all visual and physical testing requirements. Based on the operation log review, this incident was due to user error. All available information has been forwarded to the actual manufacturer for evaluation.